Manufacturer narrative:
The damages found were sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the results were within specification.

Event description:
It was reported that the patient experienced chest pain and presented for a revision procedure of the right ventricular lead. It was suspected that the patient suffered from cardiac perforation. During the procedure, the lead was explanted and replaced. And the patient was stable post-procedure.